Event description:
Procedure: roux-en-y. According to the reporter: no problems were noted during the case. The patient came back to the hospital with small bowel obstruction at the roux limb. Adhesions were attached to the duet reinforcement which the doctor believes was the problem.

Manufacturer narrative:
Initial report sent to FDA on 10/22/2009.